Manufacturer narrative:
It was reported by siemens area service manager, (B)(6), that repair work was performed at the site (B)(4) 2011. New computer was installed, the software was reloaded, and the parts were sent to the factory for further investigation. The system has been functioning within specifications since (B)(4) 2011. (B)(6).

Event description:
It was reported that an arcadis avantic has been intermittently shutting down during surgical procedures leaving physicians without imaging capability during the surgeries. The system is installed in a surgical center at this site and is being used during orthopedic surgery. The system presents a blue screen computer failure and requires a reboot to correct the issue. At times the reboot has not corrected the problem and the reported system does not come back and image. There is no injury involved in the event.